Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. No high current drain sources were found throughout bench, stress, and automated electrical testing. The battery was sent to the vendor for further analysis. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.